Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient was receiving the "replace generator soon" error message. The patient still has therapy. It is unknown if the message is displaying prematurely or not.